Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic nephrectomy - the surgeons dr. [#1] & dr.[#2] used the trocar to perform a laparoscopic nephrectomy. During tampering with the instruments a piece of the camera seal has been lost and fell on the intestinal tract of the patient. When it exactly happened is not fixed, the plastic part was just found with the camera on the gut of the patient. The doctors then replaced the trocar but on the new trocar wear at the seal where shown again. Additional information received via email from sales rep march 14, 2017: there were 2 trocars involved. From the first, a part of the seal detached and fell into the abdomen of the patient. The other is described in a new cer (2017-0458). Type of intervention: n/a. Patient status: did a patient injury or illness occur associated with the complaint event? No.